Event description:
The customer reported incorrect track readings. It was reported by the customer that, the ECG signals are regular, while on the monitor of the polygraph in the control room, they are irregular with breaks not corresponding to reality (dropped qrs). The device was in clinical use.there was no reported patient impact / injury.